Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing determined that the root cause of the beeping and inability to take 2d shots after a few attempts was linked to a defective charger board. A new charger board was shipped to the site and it was replaced along with the batteries. The imaging system then passed the system checkout and was found to be fully functional. The charger board was returned to the manufacturer for analysis. It was found that the charger did not have any voltage output on channel e resulting in the board failing functional tests. This confirmed that there was an electrical failure due to the battery not holding a charge. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, that the imaging system was in 2d and after a few shots the system became unresponsive and began to beep. After restarting the system, the same reported issue occurred. No additional troubleshooting was performed. There was no patient present when this issue was identified.